Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-mar-2023. Investigation summary: nine samples and photo received by our quality team for investigation. Upon visual evaluation, damaged barrel is observed on a used syringe, no defects or issues observed on the other eight samples. A device history review was performed for lot 2212072, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with damage that occurred during the assembly process. Corrective and preventative action will be implemented. Areas where pieces are transported in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported while using bd plastipak¿ syringes there was air leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: "last week, an unpleasant incident took place with a bd luer-lok 50ml syringe (lot no unknown) hanging on the patient and out of nowhere half filled with air instead of IV fluid. The IV fluid was under the pump and fluid was leaking underneath along the plunger. We checked the syringe carefully and took out other syringes to check, apparently nothing seemed wrong and it seemed to be a very annoying one-off incident. Upon reinstalling the black rubber, the syringe also no longer leaked. However, last night a college pulled up a similar syringe (lot no 2212072), this one sucked in air while accelerating and also had leakage at the bottom. Huge risks arise if air were to reach the patient. We have now pulled out all syringes with this lot number".

Event description:
It was reported while using bd plastipak¿ syringes there was air leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: "last week, an unpleasant incident took place with a bd luer-lok 50ml syringe (lot no unknown) hanging on the patient and out of nowhere half filled with air instead of IV fluid. The IV fluid was under the pump and fluid was leaking underneath along the plunger. We checked the syringe carefully and took out other syringes to check, apparently nothing seemed wrong and it seemed to be a very annoying one-off incident. Upon reinstalling the black rubber, the syringe also no longer leaked. However, last night a college pulled up a similar syringe (lot no 2212072), this one sucked in air while accelerating and also had leakage at the bottom. Huge risks arise if air were to reach the patient. We have now pulled out all syringes with this lot number".

Manufacturer narrative:
The following fields where updated with additional information: imdrf annex a grid - medical device problem code: a0406. Mdrf annex b code - type of investigation: b15.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes there was air leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: "last week, an unpleasant incident took place with a bd luer-lok 50ml syringe (lot no unknown) hanging on the patient and out of nowhere half filled with air instead of IV fluid. The IV fluid was under the pump and fluid was leaking underneath along the plunger. We checked the syringe carefully and took out other syringes to check, apparently nothing seemed wrong and it seemed to be a very annoying one-off incident. Upon reinstalling the black rubber, the syringe also no longer leaked. However, last night a college pulled up a similar syringe (lot no 2212072), this one sucked in air while accelerating and also had leakage at the bottom. Huge risks arise if air were to reach the patient. We have now pulled out all syringes with this lot number".